Event description:
Fractured in mouth when torquing.

Manufacturer narrative:
Event date (B)(6) 2013 was recorded in error, should have been blank (unk). Device evaluated by manufacturer checked "no", not returned to manufacture. Recall #z-1215-2014.

Manufacturer narrative:
Will amend upon device receipt and completion of evaluation.

Manufacturer narrative:
Device not yet received for evaluation. Will submit follow-up report upon product receipt. This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Evaluation result: fracture problem and evaluation conclusion: design deficiency.